Manufacturer narrative:
Reported event was confirmed by evaluation of returned device. Visual inspection confirmed the stem is fractured with a portion of the stem remaining assembled with a cone body. Bone cement and other foreign debris remains affixed to the stem and cone body. The fins of the stem are dented. The cone body is also fractured in the same location as the stem. Review of the device history record identified no deviations or anomalies would contribute to reported event. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4).the device has been returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient underwent an initial hip procedure on an unknown date. Subsequently, the patient was revised due to broken arcos modular component. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
UDI# (B)(4).